Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a blister caused by the garment clasps that became infected. The patient consulted his physician who recommended removing the lifevest and prescribed an antibiotic. Follow-up indicated that the blister had healed.